Event description:
The surgeon reported that a pt suffered a corneal imprint, thought to be caused by head during phaco. The wound was sutured with one stitch. The surgeon could not tell what caused this problem. The surgeon confirmed that the handpieces are being cleaned at the hosp with an automatic washer.

Manufacturer narrative:
The company svc rep examined the sys, including the phaco handpieces, with no problems found. The sys was then tested and met all prod specs. Corneal burn is an issue that is occasionally reported with cataract surgery. According to ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol.25, no.11:426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.